Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issues and low blood glucose. The customer's blood glucose was 37 mg/dl at the time of incident. Customer does not recognize low blood glucose symptoms. Sensor glucose was 87 mg/dl and blood glucose was 37 mg/dl. Customer decline to trouble shoot for low blood glucose. Customer decline to trouble shoot for sg vs bg. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. Customer low blood glucose were addressed with diet adjustments and setting changes. The insulin pump will not be returned for analysis.